Event description:
It was reported that suture placement using two proglide devices was successful in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation interventional procedure. The arteriotomy was 6f and the vessel was moderately calcified. Reportedly, after the transcatheter aortic valve implantation procedure and arteriotomy closure, the final angiogram showed no blood flow below the puncture site. A wire would not cross the site and the patient was taken to surgery. The suture did not stitch the back wall of the artery, insertion of an 18f procedural sheath had raised calcification. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced on the initial medwatch report was filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.